Manufacturer narrative:
The device was manufactured january 8-9, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned photo revealed a ruptured bladder. The reported problem was verified via the photograph. No functional testing was performed due to the nature of the returned sample. The cause of condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured prior to patient use. The intermate was filled with gentamicin. There was no patient involvement. No additional information is available.